Event description:
The customer reported the loss of live image. There is no report of pt injury.

Manufacturer narrative:
A ge service rep performed an on site investigation. The bakcplane circuit board was replaced. The system was then found to be operating as intended.